Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pace impedance measurements and high but not out-of-range shock impedance measurements. There was also evidence of atrial oversensing resulting in inappropriate mode switching. A copy of the device¿s memory was preserved and submitted for analysis. Boston scientific technical services (ts) recommended performing isometrics and pocket manipulations along with programming off the minute ventilation (mv) sensor. This additional testing will help identify if this is a lead issue or a connection issue. No adverse patient effects were reported. The device remains in service.